Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure the physician mentioned that the right ventricular lead in fractured and exhibited failure to sense. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported events of fracture and no sensing were not confirmed. As received a partial lead connector portion was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the returned portion of lead.